Event description:
According to the reporter: the needle broke off while using the device. One half of needle was retrieved and the other half remains in the pt. Retrieval was attempted, but unsuccessful.

Manufacturer narrative:
(B) (4). (B) (4).